Manufacturer narrative:
(B)(4). The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. The investigation determined the reported difficulties and foreign body in the patient appear to be related to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that the patient underwent a coronary procedure to treat a target lesion in the calcified, 90% stenosed right coronary artery. The 2.25 x 18 mm xience alpine stent delivery system was advanced into the patient anatomy and resistance was noted advancing to the lesion, due to the patient anatomy. The device was pulled back for re-positioning and resistance was noted due to the patient anatomy. It was noted that the stent did not appear to be on the stent delivery system and the device was removed. Upon removal, the stent was not on the stent delivery system. The guide wire was removed from the patient anatomy; however, the stent was not on the guide wire. The stent was not noted to be in the coronary anatomy. Computed tomography of the brain was performed; however, the stent was not seen. No additional intervention has been performed and the patient is under observation. At this time, the patient is in stable condition. No additional information was provided.